Manufacturer narrative:
Concomitant products: product ID: 5076-45 lead, implanted: (B)(6) 2007. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising threshold measurements, high impedance, noise, oversensing and a fracture. The rv lead was explanted and replaced. Additionally, it was reported that during extraction of the rv lead, the atrial pacing lead was damaged by the laser sheath due to the two leads being adhered together. Consequently, the atrial pacing lead was removed and replaced. The physician reported that the implanted atrial pacing lead did not display any performance issues prior to the rv lead extraction procedure. No patient complications have been reported as a result of this event.